Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received.

Event description:
It was reported that patient had an increased recharge burden as stimulation was lost due to battery depletion within two hours of it being fully charged. An abbott representative met with patient and confirmed with both the programmer and charger that ipg was successfully being charged to full prior to ipg depletion. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section h6: medical device problem code changed/corrected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.